Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to shock impedance which has trended >150 since (B)(6) 2024 when the device began transmitting to the hmsc. The short rv interval counter began incrementing around this time as well. The far-field signal appears to show noise. It was reported on (B)(6) 2024 there were normal and in-range shock impedance values. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the electrical analysis, the resistance between df4 connector and shock electrode showed intermittent high out of range measurements. Subsequent visual inspection revealed an incomplete welding in the df4 connector of the conductor cable to the shock coil. This finding is assumed to be the root cause for the reported clinical observation. The quality documents accompanying the manufacturing process for this device were reinvestigated showing all production steps were performed accordingly, and in particular the final acceptance test including high voltage test proved the device functions to be as specified. Despite the inconspicuous production records, a corrective action has been implemented in order to avoid a recurrence of this event.

Event description:
This lead was explanted due to shock impedance which has trended >150 since (B)(6) 2024 when the device began transmitting to the hmsc. The short rv interval counter began incrementing around this time as well. The far-field signal appears to show noise. It was reported on 01-oct-2024 that there were normal and in-range shock impedance values. No adverse patient events were reported. Should additional information become available, this file will be updated.